Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced perforation, pleural effusion, diaphragmatic stimulation and phrenic nerve stimulation. The right atrial (ra) lead exhibited high thresholds, increase of thresholds, poor sensing, dislodgment and undersensing. The right atrial (ra) lead was reprogrammed off and later explanted and replaced. No further patient complications have been reported as a result of this event.